Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Physician reported that the patient had the device removed due to an infection 8 to 9 years ago. Design history record review for the generator and lead performed. The generator and lead were confirmed to have been sterilized prior to distribution into the field. The devices passed all specifications. No other relevant information has been received to date.